Manufacturer narrative:
(B)(4). Evaluation summary: the returned sample was unable to be retained as it was contaminated by a chemotherapeutic drug; however, photographs of the device were taken and evaluated. Photographic inspection identified a small red smudge at the level of the chamber, verifying the reported condition. The cause was determined to be a procedure non-compliance by an operator while accessing the clean room during the manufacturing process. In order to address this condition, a CAPA was opened and improvements to the standard operating procedure (sop) were made. Additionally, this complaint was communicated to involved personnel to ensure awareness. During the investigation, it was determined that the potential product code could be amc9627, and the potential lot number could be 12l24v685. A review of all batch record documents was performed for lot 12l24v685 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an administration set had a ¿strange pigment¿ in the drip chamber. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported that the product code of the device was azc9697. However, the device that was received for evaluation was not from this product code. The actual product code of the device was unable to be determined. The customer reported lot number 12124v685; however, this lot number is not recognized by baxter. The device was received for evaluation contaminated with a chemotherapeutic drug. Should additional relevant information become available, a supplemental report will be submitted.